Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the up and down buttons on the pump are falling off. Caller stated the buttons do not work. No adverse event reported. Requested return of the alleged pump for evaluation.